Event description:
It was reported to vyaire medical that the vela ventilator is giving o2 range error & motor fault issue. There was no information of patient involvement reported in this event.

Manufacturer narrative:
"Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and connected the molex connector to the battery tray. The fsr made sure that all plugs were seated correctly and the o2 (oxygen) pressure transducer was calibrated. O2 specifications were verified and fio2 (fraction of inspired oxygen) motor sensor calibration was performed. Uvt (user verification tests) was done and all is good with the unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."